Manufacturer narrative:
A product investigation was performed on the subject device. The guidewire ø1.1 w/thread-tip w/trocar l15 was received bent and with the entire threaded tip broken off. The broken off portion measuring approximately 55 mm was not available for investigation. There are striations visible in some areas of the shaft; the lot number unfortunately is not readable anymore as it was rubbed off during use. Because of the missing front portion the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining shaft diameter was measured referring to the actual technical drawing and found to meet the specifications. Because of the missing lot number the DHR review and the accordance with referenced material (B)(4) 1.4441/316l could not be conducted. A final manufacturing conclusion cannot be presented because of the condition of the product and the received poor clinical information. We determine that the most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture and expiration date are unknown. If the lot number is identified during the evaluation, a review of the device history records will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2017 the guide wire broke during removal resulting in a retained fragment. It was not possible to retrieve the fragment. The surgery was successfully completed with a three (3) minute surgical delay due to the reported event. The patient outcome was reportedly fine. This report is 1 of 1 for (B)(4).